Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.section a3 - gender : one patient is a male and the other femaleall available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for patient samples.. The following data was provided (customer¿s normal reference range: men 0 ¿ 0.0342, women: 0 ¿ 0.0153): patient 1 male: initial result = 0.0326, repeat = 0.0348. Patient 2 female: initial result = 0.0141, repeat = 0.0163 . No impact to patient management was reported.

Manufacturer narrative:
Added to section d10 - concomitant product: assy, pre-trig trig manifold, with valves (rohs),7-97046-03,unknown. The field service representative (fsr) reviewed instrument logs, inspected the instrument. And found the assy, pre-trig trig manifold, with valves (rohs) was leaking, therefore replaced it. Replacing the part resolved the issue as no additional discrepant results have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for i1sr55090. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the assy, pre-trig trig manifold, with valves did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the available information, no systemic issue or deficiency of the architect i1000sr for serial i1sr55090, or the assy, pre-trig trig manifold, with valves, was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results generated for patient samples.. The following data was provided (customer¿s normal reference range: men 0 ¿ 0.0342, women: 0 ¿ 0.0153): patient 1 male: initial result = 0.0326, repeat = 0.0348. Patient 2 female: initial result = 0.0141, repeat = 0.0163. No impact to patient management was reported.